Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead exhibited high pacing lead impedance measurement greater than 2,000 ohms. The patient experienced atrial flutter. Additional information received indicated that the cause was not determined. The device and lead were re-programmed and remain in service. No adverse patient effects were reported. There is no additional information available. If additional information becomes available this report will be updated.